Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On 2015-09-28, information was received from a consumer regarding a (B)(6), female patient who was receiving clonidine 100mcg/ml at 51.49 mcg/day and dilaudid 15mg/ml at 7.723 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. In (B)(6) 2015, the patient experienced bad pain in her back, numbness and weakness in her legs and she was sore. The patient could hardly walk. The catheter had pulled out of her spine and "it has been dispersing it wherever it wants it to." The patient said there was no specific incident that caused this to happen that she was aware of. As of (B)(6) 2015, the patient told her physician about the catheter event; she "told them something was wrong with her pump it didn't work good for 5 months. The event was not yet resolved and the patient needed faster help. If additional information becomes available, a follow-up report will be submitted.